Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they pulled the suture off the shelf to test the strength pre-operatively, and one of the needles bent, and the two threads were broken. There was no patient involvement.